Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the implant failure resulted from a fracture in the maxillary prosthesis. Pain and occlusal trauma was noted in patient. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Corrections were made to the following sections: b4 (date of report), b5 (description of event), f6 (changed date), f7 (follow-up report), f10 (added 1994 to patient codes) and f13 (changed date).

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the implant failure resulted from a fracture in the maxillary prosthesis. Occlusal trauma was noted in patient. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.